Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) was 521mg/dl and then rechecked it and it was 591mg/dl. The patient is questioning the accuracy of the meter. The patient stated that they changed the site today and bg level went up and the patient denies site issues. The patient has taken correction via syringe for elevated bg level as bolus via pump as the bolus via pump did not bring bg down. There were no related alarms. All settings were correct. Customer support (cs) instructed patient that there is nothing to indicate that the pump is not functioning as it should and also there is nothing to indicate that there is a problem with site/set/cartridge. Cs instructed patient will have lifescan troubleshoot for accuracy of meter and instructed patient to continue to work with hcp for settings/site selection. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.